Event description:
Additional information received 18apr2025: during advancement of the sheath, the delivery catheter hook disengaged with the filter hook with filter the partially in the delivery sheath. They then used a snare to retrieve the filter. Was it during advancement of the filter in this complaint, or was it another filter used "afterwards"? According to the customer, the filter hook and the deliver hook did not completely disengage upon intended filter placement. It was hard to tell on the angio whether or not the delivery catheter hook was still engaged to the filter hook when trying to release the filter during initial placement. When it seemed they could not separate the filter from the delivery catheter, they decided to try and re-sheath the filter. While re-sheathing the filter, the filter hook disengaged the delivery catheter hook when the filter was about halfway inside the end of the delivery sheath. When that happened the physician used a gtrs and was able to snare the hook of the filter while the filter was about halfway inside the sheath. So the snare was introduced into the filter deliver sheath, was able to share the hook (which was within the sheath) and then able to completely retrieve the filter. The physician decided to not continue with the scheduled filter placement on the patient and was going to consult the patient¿s primary physician to determine the next steps.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the ivc filter would not disengage during placement. In the end, they were able to re-sheath it and remove it from the patient. During advancement of the sheath, the delivery catheter hook disengaged with the filter hook with filter the partially in the delivery sheath. They then used a snare to retrieve the filter. They decided to end the procedure. They may end up rescheduling another filter placement procedure. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: while attempting to deploy a tulip filter from jugular approach, the filter would not release from the grasping hook. Attempts at recapturing the filter resulted in only partial collapse of the filter in the deployment sheath before the grasping hook inadvertently released from the filter hook. This left the filter only partially collapsed within the sheath. This required the use of snare to fully retract the filter into the deployment sheath. The procedure was aborted. The jugular filter introducer system incl. The tulip filter was returned with an unknown snare. The filter and the grasping hook were found according to specifications. The introducer system worked as intended, but a lot of hardened contrast/blood inside the system prevented the release mechanism from moving freely. Three poor quality fluoroscopic screen shots were submitted for review. Faintly appreciated on the fluoroscopic images, the grasping hook is seen extending towards the hook of the filter, traversing a distance of approximately 6mm. The grasping hook has a subtle bend to it allowing the grasping hook to disengage from the hook of the ivc filter. However, if the ivc itself is collapsed due to a variety of reasons, or if the system is rotated or angled at this junction, this may inadvertently prevent the grasping hook from disengaging from the filter hook. In this case, the angle between the deployment system and the ivc axis does appear significant. Perhaps if the filter was deployed more cranially, in a straighter segment of the ivc, this could have been avoided. In addition, if too much tension is applied while attempting to release the filter from the deployment mechanism, the grasping hook may not disengage from the ivc filter, as is stated in the IFU. Due to the difficulty in releasing the filter, the operator decided to recapture the ivc filter. While recapturing the filter, the grasping hook released from the filter hook with the filter only partially collapsed in the deployment sheath. Because the filter was not completely in the sheath, a snare device had to be used to fully retract the ivc filter in the sheath and safely remove the device. There was no discussion regarding the force required to collapse or retract the filter to determine if this was abnormal. Potentially, due to the manipulations in attempting to disengage the grasping hook from the filter, this resulted in the filter feet being more embedded in the ivc wall than is typically immediately encountered. This would have necessitated more force to collapse and remove the filter and may have contributed to the inadvertent release in the sheath. In addition, the same manipulations could have also slightly bent or weakened the grasping hook, also contributing to the premature release of the filter hook while retracting into the sheath. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.